Manufacturer narrative:
On april 06, 2016, an email response was received from the hospital regarding the insulation fragments that were reported to have fallen into the patient. As of the date of the email the patient had not experienced any post-operative complications and the surgeon confirmed that the patient did not suffer any injuries as a result of this event. The instrument was in use for approximately one hour when the instrument insulation fragments fell inside the patient. The pieces were removed using a laparoscopic grasper. There were no post-operative tests or x-rays performed. The surgeon and the isi clinical sales representative suggested that the bowel grasper instrument in question may have been rubbing against the nathanson liver retractor which caused the instrument insulation to fall into the patient.

Manufacturer narrative:
Intuitive surgical inc., completed the investigations on the returned instrument. Failure analysis investigation confirmed the customer's reported complaint. The instrument was found to have a section of the main tube insulation removed. The damaged area was located roughly 5 below the snake wrist, 0.867 x 0.242 was missing. No other damage found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. Based on the information provided, this complaint is being reported due to the following conclusion: a piece from the instrument allegedly broke and fell into the patient and the fragment was retrieved.

Event description:
It was reported that during a da vinci nissen fundoplication procedure, it was observed that the insulation on the shaft on the bowel grasper instrument came off. The material had rubbed off/peeled back. Some insulation fragments fell into the patient and the surgeon was able to retrieve it. Customer support was able to obtain additional information during the initial call with the customer. When the instrument was removed, it was noted that the shaft was damaged and was missing a fragment which was located in the patient. Customer was unsure as to what could have caused the instrument to break. Customer was not sure if the instrument made contact with any other instrument. There was no allegation that any patient harm, adverse outcome or injury occurred involving the reported instrument. On (B)(4), 2016, intuitive surgical inc., (isi) contacted the initial reporter however as of the date of this report no additional details have been obtained from the site.